Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model, resolving the impedance issue.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation after slipping. Diagnostics showed high impedances on all contacts of a lead. X-rays appeared unremarkable for fracture or lead pull out. To address the issue, the physician plans to perform surgical intervention.